Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with removing the paper backing on the transmitters. The customer's blood glucose level was 475mg/dl. The customer states their blood glucose level fluctuates due to stress and other factors. The customer declined to troubleshoot. No further assistance was needed.